Manufacturer narrative:
Block a1: meshc-20211008-351f0431. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06749.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6), 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; psychiatric injury. Nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: panadol osteo for the treatment of: takes to sleep at night. Treatment duration: ongoing. The patient was treated with other medication (please specify). The patient was treated with topical treatment (including oestrogen cream): nitrofurantoin for the treatment of: antibiotics - uti management. Treatment duration: 12 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; psychiatric injury. Nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: panadol osteo for the treatment of: takes to sleep at night. Treatment duration: ongoing. The patient was treated with other medication (please specify). The patient was treated with topical treatment (including oestrogen cream): nitrofurantoin for the treatment of: antibiotics - uti management. Treatment duration: 12 months.